Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective marking with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective marking was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 33 bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes had defective markings. The following information was provided by the initial reporter: "defective marking x33".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 33 bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes had defective markings. The following information was provided by the initial reporter: "defective marking x33."